Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported foreign material was not confirmed as it was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that 2.5 x 28 mm mini vision stent delivery system was removed from the packaging and removed from the plastic dispenser hoop without difficulty. The protective sheath and stylet were removed without difficulty; however, a blue fiber was noted on the stent. The device was not used and there was no patient involvement. No additional information was provided.